Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only in-stent reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the inside of the stented target lesion located in the right superficial femoral artery (sfa). Approximately 7 months after the index procedure, the patient's right sfa vessel was reportedly reoccluded in the stented area. However, the physician reported the restenosis was not related to the device or procedure. The lutonix device was requested for return for further investigation. On (B)(6) 2016, it was reported the patient visited the vascular surgeon and underwent a bypass surgery due to the in-stent reocclusion of the target lesion. The patient is expected to be discharged shortly with no sequelae. No subsequent adverse patient effects were reported.

Manufacturer narrative:
This is one of two products involved with the reported event and is associated with manufacturers report number 3006513822-2016-00103.

Manufacturer narrative:
This is one of two products involved with the reported event and is associated with manufacturers report number 3006513822-2016-00102.